Manufacturer narrative:
Common name: dilator, catheter. Product code: gcc. (B)(4). This event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A cook sales representative reported a cook polypropylene sheath was used during a procedure. The heart lead came out with the cook sheath but there was a slow pericardial effusion. A heart lead was re-implanted but the effusion continued to grow. The patient required an additional procedure. A sternotomy was performed to repair a small tear between the ra and rv. No unintended section of the device remained inside the patient's body. The patient was recovering well and discharged accordingly.

Manufacturer narrative:
The complaint device was not returned for a physical investigation. No photographs or x-rays were provided. Methods used for this investigation included review of instructions for use. Two adverse events listed in the instructions for use are cardiac tamponade and laceration or tearing of vascular structures or the myocardium. Since no device was returned it is inconclusive if it was a manufacturing defect, device malfunction or that this device contributed to the complaint event. A device history record could not be performed since the lot number of the device was not provided.